Event description:
Medtronic received a report that the coil became stuck in the distal part of the microcatheter. There was no damage to the catheter. The coil was not used, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the right ophthalmic artery segment. The max diameter was 6mm, and the neck diameter was 5mm. The patient's vessel tortuosity was normal. Additional information received indicated the coil pushed out of the sheath smoothly, and the catheter was an unknown model.

Manufacturer narrative:
The axium prime coil was returned for analysis. No damages or irregularities were found with the introducer sheath and axium prime pusher. The axium prime implant coil was found stretched and broken within the introducer sheath. The pusher and part of the implant coil was retracted out of the introducer sheath; the distal implant coil segment was flushed out with water. The implant coil was confirmed stretched and broken with the polypropylene filament also broken. The axium prime coil could not be used for resistance testing due to the damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, incompatible micro catheter, damaged micro catheter or tortuous anatomy. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The returned axium prime coil was found stretched/broken. It is possible the damages occurred during the attempt to advance/retract the coil into the micro catheter against the reported resistance. Other possible causes for coil break are tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning or pushwire rotation. If information is provided in the future, a supplemental report will be issued.